Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # r57w5c. Reloads - product code gst60d, lot number r4061d, and product code gst60w, lot number p4ry7e (3). The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with ten cartridges reloads present. The reload (b, c, e, f, g, h, I, j and k) was received fully fired. The reload (d) was received fully fired with the cartridge deck damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and the cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b: gst60b, r57f4v, fully fired. Cartridge c and e: ecr60d, r57e95, fully fired. Cartridge d: ecr60d, r57e95, fully fired staple plow. Cartridge f: ecr60d, r57d3r, fully fired. Cartridge g, h and I: gst60w, p56k4y, fully fired. Cartridge j: gst60w, n57e4u, fully fired. Cartridge k: gst60w, p55c10, fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass, the doctor used three white reloads, no buttressing material, on bowel tissue and there was oozing blood after each of the white reload firings. This was on the first three firings of the stapler. The doctor decided to use four gold reloads, with buttressing material, on bowel tissue and encountered oozing blood after each firing of the four gold reloads. Bleeding was controlled using clips. No blood products were required. The procedure was extended due to the use of clips to control bleeding. The procedure was completed using the seven reloads, with clips to control bleeding. There were no patient consequences reported.